Event description:
On (B)(6) 2013 pt (B)(6) had a dual lumen 5fr "bioflo" PICC line placed at (B)(6) in their cardiovascular center. That PICC line was removed by me on (B)(6) 2014 when the catheter of one lumen became separated from the hub, causing leakage of the infused fluids. I placed a peripheral IV line per md order to maintain the pt's hydration, and a call was placed to (B)(6) cardiovascular center to report. I spoke to (B)(6), rn to report and indicated the pt's wife would be bringing the defective PICC (in container) with her when she brought the pt back for another PICC line placement. I experienced my concern to her at that time that a different type of PICC be used with the next insertion. I also asked if the incident would be reported to appropriate clinical personnel, and if proper reporting of the event would be made to the manufacturer. I was assured at that time those things would occur. (B)(6) received his 2nd PICC line on (B)(6) 2014 at the cardiovascular center at (B)(6). The wife later reported to me she handed the defective PICC line to (B)(6), rn for further inspection. A dual lumen 5 fr bioflo PICC line was placed that day. On (B)(6) 2014 that PICC line would need to be removed due to a separation of the catheter from the hub, the same problem that occurred with his previous PICC line. I called the (B)(6) cardiovascular center to report on (B)(6) 2014, but was unable to speak with a nurse as I was told none were available by (B)(6), who took my call. I asked him to verify the lot numbers of both PICC lines placed for the pt. He informed me that on (B)(6)2013, bioflo PICC lot # 4633637 was placed, and on (B)(6) 2014, again a bioflo PICC lot # 4633637 was placed. On the same day this info was known to me, (B)(6) 2014, I called the manufacturer of the bioflo PICC line, angiodynamics at (B)(4). I filed a report with (B)(4) in customer service (ext. (B)(4)), and was asked to send via (B)(4) the second defective PICC line, which I had retained, to them at their (B)(4) address. On monday, (B)(6) 2014 the removed PICC line was sent as requested with the reference number provided: (B)(4). (B)(6) is receiving IV fluids via a peripheral catheter and no other plans.